Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillator conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer insulation was torn and there was apparent explant damage.

Event description:
It was reported within three months of implant, the right ventricular lead showed high impedance with sensing noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.